Event description:
Event description to briefly summarize the clinical event, we understand that this ICD exhibited a monitoring voltage of 3.25 volts, and a battery status indicator of bol at the beginning of the implant procedure. The device was successfully connected to the lead system, and the patient was successfully induced into a ventricular fibrillation. The device appropriately sensed the arrhythmia, and began to charge. The rhythm spontaneously converted, and the charge was diverted. However, a charge time of 44 seconds was subsequently observed, and the device changed battery status from bol to eol. The decision was made to remove this device, and to return it to guidant for analysis. A similar ICD was implanted without reported complication.